Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the hemo lok clip applier instrument would not release the clip and resulted in tearing of tissue. Corrected information can be found the following fields: b1 updated from product problem" to "adverse event and product problem". B2 populated. Annex e updated to include e2015 - unspecified tissue injury. Annex f updated to include f1908 - prolonged surgery. Annex a updated to include a051104 - difficult to open or close. Annex g updated to include g0405204 - clip and g04077 - jaw. Annex b updated to include b13 - communication/interviews and b01 - testing of actual/suspected device. Annex c updated to include c07 - mechanical problem identified. Annex d updated to include d02 - cause traced to component failure and d1102 - unintended use error caused or contributed to event.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "hemo- lok applier wouldn't release the clip." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The grip tips were unable to successfully clip and release the clip. The clip applier instrument was found with one grip bent. The damage was found at the top of the clip groove, causing a .021" offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the medium large clip applier (470327-09 /s131508190042) associated with this event has been performed. Per logs, the medium large clip applier (470327-09 /s131508190042) was last used on (B)(6) 2020 on system (B)(4).the alleged event occurred on the 19th use of the instrument. This complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. Although it was reported that tissue tear occurred, it was confirmed that the described injury did not required medical intervention to prevent permanent impairment, or resulted with disability or permanent impairment. However, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium to large hemo lok clip applier instrument would not release the clip. It was alleged that it was tearing tissue. On 15-sept-2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator was not present during the procedure. However, she had confirmed with the surgeon that the clip applier instrument did not apply ¿properly¿ on an unspecified duct on the gallbladder. The surgeon had confirmed that a backup clip applier instrument was used to complete the procedure, and there was no additional medical intervention required. The robotics coordinator confirmed that the procedure was completed with no further issues and the patient was reported to be recovering well. The robotics coordinator could not provide any patient information.